Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient being very light sensitive in the right eye 20 days post lasik. Clinical appearance was noted to be unremarkable. Topical steroid dosage was increased. Steroid taper was restarted. Patient continues to be monitored.there are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, it was reported that this patient underwent photo refractive keratectomy (prk) and not lasik. Patient is improving including visual acuities. Upon additional follow up, the patient was told to call back into the office if symptoms did not resolve in a week. Patient did not call back in so the clinic has written in the patient's medical chart that symptoms have resolved.